Manufacturer narrative:
A ge service rep performed an on site investigation. The reported failure could not be duplicated. As a proactive measure recalibrated tube and erased nodes. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9800 system experienced a "filament regulator failure" error. There was no report of pt injury.